Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was loss of capture on the competitive right ventricular lead, and loss of capture due to safety pacing as well. The patient reported dizziness that was believed to be due to the loss of capture. The device and lead were explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.